Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart error alarm and insulin pump was not stored or not in use for an extended period of time. Customer woke up with a blank screen display and when batteries were changed several times, insulin pump did not turn on and had a constant tone. Customer's blood glucose was 404 mg/dl.